Event description:
It was reported that a long gamma nail had been implanted in february 1995. At the time of the operation, the fracture displaced and subsequently failed to unite. To correct the displaced fracture, three wire cerclages were put on the patient and eventually the fracture united. The reporter did not indicate whether the nail actually broke as a result of the fracture displacing or if the nail was revised. However, the surgeon commented that the fracture occurred because it was displaced and failed to unite during the first procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be pt related.